Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii," "oval nodule," "folds and undulations," and "calcifications." Healthcare professional reported "cysts", "intracapsular rupture". Patient reported "contracture to the last degree" and "having anxiety and panic crises, could have a lymphoma, could die, lives in fear, doesn't sleep in peace, doesn't think and doesn't feel well" device remains implanted.

Event description:
Device has been discarded.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii," "oval nodule," "folds and undulations," and "calcifications." Device remains implanted. Healthcare professional reported "cysts", "intracapsular rupture".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma late.

Event description:
Healthcare professional reported right side " grade iii capsular contracture", "pain¿, ¿hardening¿, ¿stiffening¿, "liquid blade surrounding [fibrous capsule]", "liquid slide around", "folds and undulations of sharp contours", ¿bilateral calcifications of benign appearance¿, ¿oval nodule and circumscribed", "redness¿, ¿warmness¿, and ¿daily discomfort". Device remains implanted.